Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening while dispensing an item to a patient. A technical support specialist (tss) had remoted in and found that the item was inextension35 (locked refrigerator). The tss advised the customer to perform a cycle count as medbank myqlink (mql) stated the quantity was 0. The customer confirmed that the refrigerator was not populated with the item and would contact the pharmacy to perform power outage to resolve the issue. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower aux drawer was not opening. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.